Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) trunk cable is broken, no signal no injuries or deaths.

Manufacturer narrative:
Updated fields - b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit, he states, went to assess the repair price to make a quote only. No repair work will be opened and sent to the technician again when receiving po from the customer. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.